Event description:
It was reported that a blood clot was detected within the oxygenator. It was replaced during patient treatment. No harm was reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected product was technically investigated at the laboratory of the manufacturer. No damages were detected during visual inspection. During the cleaning procedure of the oxygenator blood clots were flushed out of the pump area of the oxygenator. A pressure increase was detected during flushing the product with water. No technical defects or abnormalities were detected during inspection of the product. Thus the root cause of the reported event could not be determined during inspection of the product. The production records of the affected hls module (batch 3000216173, 3000210016) were reviewed. Following tests are performed as a 100 % inspection: ¿ leak test after welding ¿ pressure test heat exchanger ¿ leak test water side ¿ leak and flow test gas side ¿ pressure test blood side ¿ coating test according to the final test results, the oxygenator with the serial # 1829354 passed the test as per specifications. However, a medical assessment of the provided event information was performed with the following outcome: the system pressures of 230 mmhg for the arterial pressure, 260 mmhg for the internal pressure and -50 mmhg for the venous pressure are in a normal range and especially the delta pressure of 30 mmhg (arterial pressure ¿ internal pressure = delta pressure) is very low and does not indicate increased resistance in the oxygenator. However, since the time of the measurement and the size of the clot are not indicated in the customer's data, it is possible, that this momentary image was taken before the clot was formed, or that the clot was small enough that it did not yet have any influence on the resistance of the oxygenator. The data show that the partial thromboplastin time (ptt) was 29.5 seconds. ¿the ptt is the time it takes for a patient´s blood to form a clot as measured in seconds.¿ "ptt is commonly used in clinical practice to monitor patient response to unfractionated heparin infusion, to target therapeutic anticoagulation, and as part of a "coagulation panel" to help elucidate causes of bleeding or clotting disorders.¿ ¿measured in seconds to clot formation, normal ptt can vary based on laboratory or institution; however, normal ptt is between 25 to 35.¿ in the case of ECMO therapy, the ptt should be 1.5 to 2.5 times as long as the ptt under normal circumstances. According to this information, it can be concluded that the above mentioned ptts of 29.5 seconds is within the normal range under normal circumstances but below the recommended range that would be necessary to be achieve during ECMO applications and can therefore lead to clotting of the blood. The increased platelet count of 540,000 (normal range 150,000 ¿ 450,000 ) and the fact that heparinization was not performed due to the risk of bleeding may have led to this ptt value. The act is just within the adequate range at around 200 s. However, the laboratory-based ptt is more accurate than the act with regards to decisions on heparin dosing. The study shows that ¿heparin dosage adjustment decisions based on act results agreed with decisions based on aptt results 59 - 63% of the time¿.more than one-third of the decisions to adjust heparin therapy differed depending on the use of act or appt. The drop in po2 can most likely be attributed to clotting. In the examination of the hls set no leakage could be detected on the oxygenator. It could be that the liquid was condensation water. This is an assumption as there is no information about the quantity of the leaking fluid and no pictures are available. Based on the aforementioned reasons, there is no indication that the hls set and its integrated oxygenator were the root cause of the clotting. Rather, the low ptt is the most likely root causes of the event. Leakage could not be confirmed by the investigation of the oxygenator performed by the life cycle team of getinge. There was no harm for the patient reported by the customer. Thus the reported failure "clot in oxygenator" could be confirmed but was not contributed or associated by a product related malfunction. The exact root cause of the reported event remains unknown. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Manufacturer narrative:
It was reported that a blood clot was detected within the oxygenator. It was replaced during patient treatment. No harm was reported. The affected product was technically investigated at the laboratory of the manufacturer. No damages were detected during visual inspection. During the cleaning procedure of the oxygenator blood clots were flushed out of the pump area of the oxygenator. A pressure increase was detected during flushing the product with water. No technical defects or abnormalities were detected during inspection of the product. Thus the root cause of the reported event could not be determined during inspection of the product. The production records of the affected hls module (batch 3000216173, 3000210016) were reviewed. Following tests are performed as a 100 % inspection: ¿ leak test after welding, ¿ pressure test heat exchanger, ¿ leak test water side, ¿ leak and flow test gas side, ¿ pressure test blood side, ¿ coating test. According to the final test results, the oxygenator with the serial # 1829354 passed the test as per specifications. Thus the reported failure "clot in oxygenator" was confirmed but was most probable not associated with a product related malfunction. The exact root cause of the reported event remains unknown. A questionnaire was forwarded to the customer in order to asses the reported event medically. The medical assessment is still ongoing. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).